Event description:
It was reported that a minimum fill notification occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.